Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08877. It was reported that stent positioning/ placement problem occurred. The target lesion was located in the right external iliac artery. A 8x120x120 epic (tm) vascular stent and a 9x60x120 epic (tm) vascular stent were advanced and deployed to treat the target lesion. However, the physician noted that the stent did not adhere properly to the intraluminal wall of the external iliac following post dilation. The stent walls, proximal and distal from the opposing ro markers, were not adhering correctly to the intraluminal wall where the rest of the body of the stent was. The physician had to go back in with an 8x37mm express (tm) ld balloon expandable stent, "tacked" the ro markers back to the intraluminal wall of the external iliac artery and completed the procedure. No patient complications were reported and the patient's status was fine.